Event description:
3/2/76 prosthesis implanted, 4/12/78 gallbladder surgery, 6/15/79 cough and congestion test, 2/18/80 torn meniscus, 3/18/80 right knee surgery, 6/2/82 renal stone test, 6/19/95 stomach pain test, from dr to dr with ever-present pain in chest, arms, neck, etc, headache. Tried chiropractic too. Explantation 8/11/92, rupture and scarring, blood work before surgery, positive ana, smooth muscle, positive high igm. Cannot wear bra or tight clothing as pain is too great to endure, she's been ill since she got implants in 1976, she now has headaches, pharyngeal bleeding, fibromyalgia, lupus and chronic fatigue syndrome. She's gained 35 pounds and has no breast and large stomach.